Event description:
During an in clinic follow up, noise was observed on the right ventricular (rv) lead. X-ray imaging was performed and confirmed a dislodgment of the rv lead. The rv lead was explanted and replaced. The patient was stable.